Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. It was reported that damage to the pump housing. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer reverted to manual injections for insulin therapy and to resolve the elevated bg.